Manufacturer narrative:
Additional information: h3, h6, h10. The device was not received for evaluation; however, the device was evaluated on site by a hospital technician. Inspection found a tee connector was broken which led to the fluid leakage. The reported condition was verified. The component was replaced, and the device was returned back to service with no issues noted. The cause of the condition was due to the t silicon connector broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine had a fluid leak that was observed at the bottom of the machine. The event occurred before patient use. There was no patient involvement. No additional information is available.